Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 1.6-2.3 mg/dl): sample ID (B)(4) initial result was 8.325, repeat was 1.821 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated magnesium result on an architect c4000, serial number (B)(6). Through an extensive investigation, the fsr found the elevated results occurred in cuvettes 34 and 68 and that the arc c8k cuv pr 1 pair, list number 01g46-02, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.